Event description:
It was reported that on (B)(6) 2014, a patient presenting with a thoracoabdominal aortic aneurysm that was treated with two gore® tag® conformable thoracic stent grafts with active control system. CT imaging showed that the maximum diameter of the aortic aneurysm increased from 55 mm on (B)(6) 2016 to 73 mm on (B)(6) 2021. The patient was also diagnosed with a type ib endoleak with aneurysm enlargement on this date. The patient was reported to have been diagnosed with takayasu arteritis of the native aorta, subsequently resulting in type 1b endoleak. On (B)(6) 2022, the aneurysm growth and endoleak were treated with open surgical thoraco-abdominal aneurismectomy. The patient died on (B) (6) 2022 for unknown reasons.

Manufacturer narrative:
Additional information to the event and dicom imaging series were requested from the study controller, responses pending a review of the manufacturing records has been initiated. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6-code b14 and c19: a review of the manufacturing records indicated the lot met all pre-release specifications.

Manufacturer narrative:
Cause investigation and conclusion: a review of the manufacturing records indicated the lots met all pre-release specifications. The devices were discarded at the facility, therefore device evaluations could not be performed. Multiple attempts were made to obtain additional information about this event like potential patient related cause of the endoleak, images (pre, intra- post-procedure), and cause of death. The requests remain unanswered by the hospital. Clinical images enabling direct assessment of product performance were not provided for evaluation. The instructions for use (IFU) for the gore® tag® conformable thoracic endoprosthesis for the applicable region and time period was reviewed, and the following IFU statements were identified: warnings: strict adherence to the gore® tag® conformable thoracic stent graft IFU sizing guide is required when selecting the appropriate device size. The gore® tag® conformable thoracic stent graft is designed to be oversized from 6 to 33% which has been incorporated into the IFU sizing guide. Use outside the IFU sizing guide can result in endoleak, fracture, migration, device infolding, or compression. Do not treat patients with the gore® tag® conformable thoracic stent graft if their anatomical measurements do not fall within the IFU sizing guide requirements. Adverse events potential device or procedure-related adverse events adverse events which may require intervention and/or conversion to open repair include, but are not limited to: endoleak. Aneurysm enlargement. The risk management documents for the gore® tag® conformable thoracic stent graft were reviewed. No potential new or different reasonably foreseeable risk related to the device or its use were identified based on this event. The benefit of the product has been assessed against the overall residual risk and determined that the benefit of the product outweighs the risk to the patient. Ongoing risk/benefit assessment and acceptability of residual risk serves to reaffirm risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore monitors complaints closely to ensure that risks remain within the bounds estimated in the risk management documents. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. This type of occurrence will continue to be monitored and trended for event trending analysis. Review and appropriate actions will be taken as they are deemed necessary.